Manufacturer narrative:
(B)(4). Neither product nor applicable imaging studies were available for evaluation. We cannot draw any conclusions as yet.

Event description:
It was reported that intra-op, the counter torque came in contact with the exposed cervical dura and the patient lost all functions pertaining to the right side of the body. Some functions had returned post op.there was no product malfunction